Event description:
It was reported the patient felt like the stimulator was not working. Patient outcome was not available. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2007, product type lead; (B)(4).